Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a ventricular fibrillation (vf) wasn't shocked by the subject ICD: the vf zone was set up to 240min-1, the pt vf was unstable between 200 and up to 240min-1, the ICD couldn't find a majority nor reach the persistence. The pt died in 28 seconds. The device was explanted and will be returned for analysis.